Event description:
Customer reported receiving an error 4 message on their locked freestyle meter. When meter was returned, it was found to be unlocked. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on returned meter. Confirmed uom is unlocked. Customers and retailers hae been informed through the fa 16 may, 2006 letter.